Event description:
Litigation papers allege discomfort, instability, and clicking in her hip, limited range of motion, swelling and pain when moving or walking and discomfort when rising from a seated position. (Right hip). (B)(6) 2012 plaintiffs preliminary disclosure received providing dois, dors, and part and lot numbers for all surgeries.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.